Manufacturer narrative:
Manufactures investigation conclusion: the reported event of low speed, backup battery fault and replace controller alarms was confirmed based on the information contained in the provided log file. The data log file contained events recorded from (B)(6) 2020 to (B)(6) 2021. The data captured on (B)(6) 2021 between 1:52 am and 1:56 am revealed multiple speed reduction below the low speed limit (5820-9100 rpm). These events were accompanied by elevated power (8.5-10.4w), low speed advisory, backup battery fault and replace controller alarms. The associated voltage levels indicated that the events/alarms occurred while on power module. The remaining data revealed that the system resumed normal operation and the alarms cleared. A specific root cause for the events/alarms recorded in the log file was not able to be determined. The system controller was not returned for evaluation. Multiple attempts were made for additional information regarding the product; however, no additional information was provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient reported low speed advisory alarms, replace backup battery and replace system controller. The patient noted being on battery power at the time of alarms. Lvad (left ventricular assist device) speed noted to drop as low as 5820 rpm. The speed drops occurred while connected to the power module and occurred on (B)(6) 2021 between 1:52 and 1:56. The patient stated being on battery power until 0630 when patient switched to an orange ungrounded cable. According to the bedside nurse, the documentation from the night nurse stated the patient was placed on an orange ungrounded cable around 0200. The patient was admitted for a supratherapeutic international normalized ratio (inr) of 19.2 and was given vitamin k for reversal. The patient was also septic and being treated with IV (intravenous) antibiotics. The patient was alert and oriented. Urine was clear yellow and ldh (lactate dehydrogenase) was at baseline. No other signs of thrombus noted. Additional information was requested but not provided.